Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery charger and filament driver pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that at boot up the system displayed an error message; battery charger failed. The fse stated that this error prevented the system from producing x-rays. This resulted in a loss of imaging functionality. There is no report of injury or death.